Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired a seroma at the pocket site. The physician decided to remove the device. Following the device removal, the patient experienced leakage of cerebrospinal fluid, requiring a blood patch and surgery. The physician did not believe this to be related to the device. The patient is recovering.